Event description:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac perforation that required pericardiocentesis. First, it was reported that during the case when attempting to play coherent and propagation maps for the left atrium (la) and right atrium (ra) simultaneously, and when trying to turn the ripple bars off, the carto 3 system froze and crashed. The user was forced to reboot the workstation and continue the study. The reboot delayed the case 10-15 minutes. The carto 3 system crash is not considered to be an MDR reportable issue since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. It was then reported that later in the case the patient suffered a cardiac perforation and pericardial effusion. The caller stated the perforation occurred in the area of the inferior cs osteum in the right atrium. Multiple atrial flutters had been ablated prior to this. The patient's blood pressure dropped and the effusion was discovered on intracardiac echo. The physician performed a pericardiocentesis. The patient was believed to be in stable condition and was transferred to the intensive care unit (ICU).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).